Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a bio-medicus life support cannula, the customer reported that during the installation of the extra-corporeal membrane oxygenation (ECMO), the medical team noticed a rupture of the plastic part of the arterial cannula at the level of the connection area with the rest of the circuit. It was noted that there was air intake every time the team wanted to connect the circuit to the cannula. The device was replaced with a cannula of larger size to complete the procedure. There was no patient impact associated with this event.  It was reported that this incident delayed the start of the procedure and also presented a risk of lesion to the femoral artery. Additional information received states that the cannula was not heated or cooled prior to use, there was no damage in the sutures location and that the break occurred at the plastic connector of the arterial cannula. There was no blood loss and a transfusion was not required.

Manufacturer narrative:
Conclusion: medtronic cannot confirm or deny the complaint of a rupture of the plastic part of the arterial cannula at the connection area as no product has been returned to date and no photo has been provided. A root cause of this occurrence cannot be determined without returned product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.